Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient said that it seemed like the stimulation setting increased by it self when she was trying to connect. There were no further patient complications are anticipated or expected as a result of this event.